Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-18 user has high glucose value. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer initially reported complaint for e-0: invalid hematocrit. The e-0 error occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of hi and 568 mg/dl using truemetrix meter. The customer is concerned with tests results from results obtained of hi and 568 mg/dl. The customer's expected blood glucose test result range was not provided. At the time of the call, the customer reported feeling tired, fatigued and having increased thirst. The customer declined any medical attention at the time of the call. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is 07/26/2017. The meter memory was reviewed for previous test result history: 568mg/dl, (B)(6) 2017, 12:34:00 pm, fasting: no; hi, (B)(6) 2099, 12:30:00 pm, fasting:no; memory concerns:568 mg/dl, not fasting, hi.